Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 15mg/ml morphine at 4.376mg/day via an implantable infusion pump for non-m alignant pain and postlaminectomy pain. It was reported that the nurse reminded the patient that the "pump stopped at 7:20am." The patient did not hear the pump alarm, but the nurse was able to hear it. The reservoir was low on drug and the nurse was there to refill the pump. No symptoms were reported. No further complications were reported.